Manufacturer narrative:
Continuation of d10: product ID a810 lot# serial# unknown. Product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a810, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was receiving unknown drug (n/a n/a at n/a n/a) via an implantable pump for unknown indications for use. It was reported that the tablet has been repeatedly showing error code 338 and the healthcare provider (hcp) kept getting interrupted when programming lengthier flex doses. The hcp did not know when this started and did not have tablet serial number. The technical services (tss) told the hcp to call back so hcit can check pertinent battery settings before we talk about a replacement. Additional information received from a company representative (rep) stated that they have found that closing out the application between patients has improved the issue. The logs were requested by the rep but not received yet.

Manufacturer narrative:
Continuation of d10: product ID: a810, serial#: unknown, product type: software g4: updated PMA number. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.